Event description:
It was reported that the pump alarmed "no disposable -clamp tubing". Pump settings: rate= 1.9ml/hr, res vol= 61.7ml, given= 21.5ml. Air in tubing was noted. No injury to patient. No further information available.